Manufacturer narrative:
A photo sample was returned for evaluation. The reported event was confirmed; however, the cause is unknown. Based on the photo evaluated, unable to determine root cause of reported problem. How and when problem occurred could not be determined. . The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "do not use ointments or lubricants having a petrolatum base. They will damage latex." 1069, 1930: "nl" the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter dislodged from the patient. The complainant sated that the catheter leaked after being inserted on (B)(6). The catheter was replaced; however, after 7 days of use, the patient allegedly experienced an infection and was treated with antibiotics. Subsequently, the catheter was removed. It was later reported by the complainant that while bathing the patient, a portion of the catheter discharged from the patient's penis. The complainant confirmed that the discharged piece was not a portion of the catheter balloon, as the balloon was successfully deflated upon removal.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The complainant stated that the catheter slipped out of the patient. The complainant sated that the catheter leaked after being inserted on (B)(6). The catheter was replaced; however, after 7 days of use, the patient allegedly experienced an infection and was treated with antibiotics. Subsequently the catheter was removed. It was later reported by the complainant that while bathing the patient, a portion of the catheter discharged from the patient's penis. The complainant confirmed that the discharged piece was not a portion of the catheter balloon, as the balloon was successfully deflated upon removal.